Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what tissue was being sutured when the event occurred? On the dermis. Was the needle piece retained in the patient? If yes how was it found and retrieved? Please clarify =>no further information is available. How was the procedure completed? The needle broke during suturing. The needle fragment was once lost, and when visually searched, the needle fragment was buried in the tissue. The needle fragment is removed and the patient's condition is no problem. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2020; and a barbed suture was used. During the procedure, the needle tip broke during dermostitch by continuous suturing. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/12/2020. Additional h3 investigation summary: a needle/suture of product code xpp1b112 was returned for evaluation. During the visual inspection of the sample, the needle was received broken at the tip area, body fluids could be observed, and marks were present due to use. Due to condition of the broken needle, an additional evaluation is necessary to determine the assignable cause. A second evaluation was performed. A failed suture needle was submitted to for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 07/17/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.